Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust/check belt, check te pad messages) was confirmed due to an open black pulse wire in the trunk cable. The belt was unable to complete a fall off test. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust/check belt messages and check te pad messages.